Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person:(B)(4).

Event description:
It was reported that the ventilator was pulled into the MRI scanner. There was no patient harm. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc. 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). The customer declines any repairs for this unit. Our field service engineer(fse) recommended the customer to replace the nozzle units. There is no information if the customer replaced the nozzle units and no part has been received for factory investigation. Evaluation of the received device logs shows no matching event on the reported event day and no indication of alarms for low o2 concentration at previous days. No goods has been received, therefore the cause could not be determined in this investigation. The description of the event and the device code was not correct. A correct description and code is added on this form.

Event description:
It was reported that the ventilator generated alarms for low o2 concentration, during patient treatment. There was no patient harm. Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).